Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a medical device entrapment requiring a surgical intervention. During the procedure, smarttouch sf # 1 became entrapped in an unspecified area of the patient¿s body. Physician was initially unable to remove the device by himself and enlisted the assistance of 2 other physicians. Smarttouch sf # 1 was successfully and safely removed with extensive physical manipulation. After removal of smarttouch sf # 1, the physician re-inserted the device and observed high force readings. Smarttouch sf # 1 was replaced with smarttouch sf # 2, and the issue was resolved. The high force issue is not MDR reportable because the issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low.